Manufacturer narrative:
Vyaire file identification: (B)(4). Field service technician went onsite and replaced gas delivery engine then tested the device for proper operation. Device meets the company specifications.

Event description:
The customer reported vent inoperable alarm on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.